Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was received that states that the inflation line of the tracheostomy tube became disconnected from the tracheal tube after repositioning of the pt. There was no report of incident related medical sequelae.